Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement external axiem power/data cable shipped to site 09/30/2016. Medtronic investigation of returned suspect external axiem power/data cable finds that, as returned, the inner sleeve of the lemo connector had been removed and the connector re-assembled. Opening the connector again revealed a broken connection at the pin housing and a bent lead. Physical damage - connector damaged, pin bent hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported that a site's navigation system power cable was damaged. The top piece had come off and the wires had been exposed. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.